Manufacturer narrative:
B5; additional information received the cause of the type ia endoleak was graft migration because of a hostile neck, with an extreme angulation and conical anatomy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: endovascular management of aortic aneurysm with severe neck angulation and/or iliac artery tortuosity using multiple stiff wire technique: a case series [version 2; peer review: 2 approved] version 1; peer review: 1 approved, 1 approved with reservations]. F1000research 2023, 12:1137 (https://doi.org/10.12688/f1000resear ch.140435.1) date of publish used for incident date in section b;3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 74mm abdominal aortic aneurysm and fusiform aneurysm of bilateral common iliac artery (cia) with right diameter of 1.1 cm and left diameter of 1.5 cm. Infrarenal neck length is 22 mm with angulation of 90° with a short tortuous neck on an unknown date. It was reported that evaluation aortography revealed type ia endoleak and left cia wasn¿t filled completely. A stent graft balloon catheter was inserted from the lfa and few intrastent post dilatation was done at infrarenal abdominal aorta and proximal of the cia. Another evaluation aortography was done and eventually, there still was type ia endoleak. An endurant cuff (25x25x49) was implanted. Final aortographyrevealed a good position of the stent grafts, both renal and iliac arteries were filled with contrast, and no sign of endoleak was found. The cause of the type ia endoleak was not provided.